Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Patient reported left side "rupture, recalled," and "living with chronic pain". Device has been explanted.

Event description:
Patient reported left side "rupture, recalled," and "living with chronic pain". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.